Event description:
Epidural catheter placed by crna. Crna believed the catheter "split" and a neurosurgeon was contacted. To operating room for removal of foreign body. When catheter removed and examined does appear intact.